Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not power up. Power supply found out of electrical specification. (B)(4).

Event description:
It was reported the programmer doesn't power up. Multiple cords, plugs, and electrical outlets were tried. The programmer was returned for repair. There was no patient involvement.